Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the patient call, the autopulse platform (sn (B)(4)) stopped compressions unexpectedly three times with a blank lcd screen. The battery used during the call was fully charged and correctly inserted. During the incident, the crew member noticed that the lifeband's belt on the right side was slightly twisted and, per the reporter, be a possible cause for the platform's interruption. There were no user advisories displayed on the platform during the entire call and the platform worked without issues between the stops. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown. Please see the following related MFR reports: MFR 3010617000-2021-00071 for lifeband.